Event description:
During a breast reduction, an arc was seen where the base of the tip meets the cautery pencil. A minor burn resulted.

Manufacturer narrative:
It was reported that during a breast reduction, an arc was seen where the tip inserts into the cautery pencil and a minor burn to the pt resulted. There was no info indicating any medical or surgical intervention was required. Multiple attempts were made to gather details pertaining to the incident, but no response was given. The pencil used during the procedure was returned, but not the tip. The pencil was tested with a tip pulled from inventory. The tip and pencil functioned as intended and no mfg defect was identified. It is not known if the tip has been adequately seated on the pencil when the incident occurred or if it had come in contact with a metal instrument. Either of these two scenarios are potential root causes for the reported incident. A definitive root cause has not been confirmed. However, due to the reported burn to the pt, this medwatch is being filed.